Event description:
It was reported that during an acd procedure at levels c4-c5-c6, the surgeon was trying to remove a screw to reposition it. The screw got jammed on the blocking mechanism, and the removal driver ((B)(4)) broke. Then the surgeon tried to push the screw away from the blocking mechanism and the (B)(4) driver also broke. The surgeon was able to use another driver from another set to back the screw out, then inserted a new screw and was able to position it correctly, and complete the procedure. All fragments were confirmed as retrieved, no fragments left in patient. This is report 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed that the device was received with the tip of the screwdriver broken off. The fragment was not sent back for investigation. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Based on that finding, it is possible that a mechanical overload during use caused this breakage. Without the missing fragment of the screwdriver, no final conclusion is possible from a manufacturing standpoint, therefore this complaint is indeterminate. Product development event evaluation revealed that the screw inserter (03.617.904) was intentionally designed with a fuse-like feature that would break if too much torque was applied the instrument and screw. The location of the break point was intentionally chosen so that in the event of a tip breakage, it could easily be removed from the screw head. This risk is mitigated by the fact that there are 2 screw inserters offered in the standard set. The screw removal instrument ((B)(4)) is designed to interface with the features of the screw. An inner shaft is required to rigidly attach to the screw; however the presence of the inner drive shaft requires the stardrive shaft to be cannulated, which can weaken the overall strength of the driver. Therefore this driver is only intended for screw removal where the extraction forces are low and not intended for screw insertion. This risk is mitigated by the fact that there are 2 types of instruments offered in the standard set for screw removal. It was determined that the tip of the removal driver broke because the outer sleeve did not disengage the blocking mechanism prior to removal. This occurred because the screw head was backed up against the blocking mechanism and applying pressure to the mechanism which prevented it from being disengaged by the outer sleeve. The screw inserter failed due to the same circumstances as the removal driver. Therefore the instrument functioned as designed if too much torque was applied to the screw inserter. The driver tip was able to be retrieved from the head of the screw as intended. For both instruments, the potential for this occurrence could have been reduced if the screw head was not applying pressure to the blocking mechanism. Based on the condition of the returned device and the evaluation, this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.